Manufacturer narrative:
The insulin pump was received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case reservoir tube window corners, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer insulin pump had damaged. The customer¿s blood glucose level was 7.2 mmol/l. It was reported that they had crack on the reservoir compartment. The insulin pump was returned for analysis.